Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient receiving baclofen via an implanted pump. Indication for use was noted as intractable spasticity. The patient reported that at their last refill (B)(6) of 2016) they had trouble refilling the pump. The physician suggested a dye study because the patient had been having severe spasticity. It started the last 3-4 months, maybe longer. The physician had just taken over for the patient's previous physician and did not know how to do a dye study. The patient asked for a list of healthcare providers (hcp) near the patient that are familiar with the pump, to do a dye study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.